Manufacturer narrative:
The pump was not returned for investigation. The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was not impacted. Reportedly, the customer did not install a new cartridge due to not having any more insulin. Recommendation was made for the customer to contact their healthcare provider to obtain back up insulin therapy.